Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp (omsc). Omsc could not review the service and manufacturing record because the serial number was not described on the literatures. There was no malfunction report of the subject device concerning the events. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
On november 3rd, 2018, olympus medical systems corp. (Omsc) received a literature titled ¿current status of the upper gastrointestinal endoscopy in health screening¿ that was made in public in the 26th congress of the japan digestive disease week. The literature reported that 18,780 procedures of upper gastrointestinal endoscopy were conducted using olympus gastrointestinalscope. (Gif-xp260n or gif-xp260ns for nasal endoscopy, and gif-xk260 or gif-h260 for peroral endoscopy.) The literatures reported that complications occurred as follows; complications in the nasal endoscopy: nasal bleeding : 0.33 percent; unspecified complications : 0.05 percent (the type of complications was not reported). Complications in the peroral endoscopy: laceration : 0.07 percent; unspecified complications : 0.12 percent (the type of complications was not reported). It was reported all of the complications were minor. Further detailed information could not been obtained at present. Therefore, according to the number of the type of complications known and the number of device used for procedure, omsc is submitting 2 medical device reports. This is a report on laceration associated with gif-xk260 or gif-h260 and 2 of 2 reports.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code" and "PMA/510(k) number".